Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that patient had a left hip revision due to acetabular cup loosening. Surgeon revised cup, liner and head (head was a depuy head).

Manufacturer narrative:
An event regarding acetabular loosening involving a trident psl ha cluster 48mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient had a left hip revision due to acetabular cup loosening. Surgeon revised cup, liner and head (head was a depuy head).